Manufacturer narrative:
Date sent: 06/03/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a right hemicolectomy procedure, the tissue pad came off. It fell into the pt but was retrieved. Used a second device to complete the case with no pt consequence.